Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen is cracked. Contacted stated that they did not know how it became damaged. There was no impact to the customer¿s blood glucose. The customer reported that the pump would continue to be used for insulin therapy.